Event description:
Concern raised regarding the amount of oxygen being delivered to newborns was correct. It was identified during equipment check that o2 dial on the warmer bed did not feel right when turning. Evaluated and loose dial identified with potential concern internal valve shaft not functioning. Bed/o2 blender system sent for evaluation and repair.